Event description:
The patient presented in the ER after receiving inappropriate therapies. Device interrogation showed alerts for output circuit damage and low impedance. The device was explanted and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.